Manufacturer narrative:
The ge representative performed an on site investigation. A circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported failure of system to fluoroscopic xray. No report of patient injury.